Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced fluid overload. (B)(6). This is a report of a use error, where the patient inappropriately bypassed the low drain volume alarm during the initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced fluid overload coincident with automated peritoneal dialysis therapy. On a recent unreported date, the patient was hospitalized for the event. The cause of the fluid overload was reported to be due to patient bypassing a low drain volume alarm during the initial drain process of a previous therapy. Treatment for the fluid overload was not reported. At the time of the report, dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the fluid overload. No additional information is available.